Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Investigation summary: report syringe failed pressure disc accuracy test during the device check in was confirmed. As received the syringe powered on with calibration required message. The syringe was set to perform calibration and failed at the pressure disc calibration at 1000 mmhg. Failure investigation isolated the cause of failure to the pressure transducer assembly part number 147482-104, serial number (B)(4). Pressure dis sensor voltage was measured 5 volts with zero pressure applied. Conclusion: report syringe failed pressure disc accuracy test was confirmed. Faulty pressure transducer assembly is the main cause of reported failure. Rework:: recommend replacing pressure sensor assembly part number 147482-104 and the pressure sensor harness part number 147975-102 . Disposition: route to service for normal process.